Event description:
It was reported that the ventilator made leaking sound. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer (fse). One nozzle unit was found defective. After replacement of the nozzle unit, the ventilator was tested and it passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Replaced nozzle unit was not returned for investigation, the root cause of the reported failed pre-use check could not be determined, but the nozzle unit was most likely contributing to the event.